Event description:
It was reported that during a laparoscopic gastrectomy, after the first successful ligation, the remaining 5 clips of the carton did not come out properly from the autoendo applier. However, when the user loaded the applier again after the surgery, there was no problem in loading. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1800288 was manufactured on 02/19/2018 a total of 288 pieces. Lot was released on 02/21/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the first clip was seated slightly too far forward in the channel and was sticking out at the end of the channel. The sample appears used as there is biological material present on the device. Ref erence file anp1900062960 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. It could not be determined why the first clip was seated forward in the channel, but it did not negatively affect the loading of the clip. This was repeated with the same result for the remaining clips. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. No functional defects were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no functional issues were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic gastrectomy, after the first successful ligation, the remaining 5 clips of the carton did not come out properly from the autoendo applier. However, when the user loaded the applier again after the surgery, there was no problem in loading. No clips fell in the patient.